Event description:
It was reported that the "protected red tip" of the monopolar curved scissor instrument is broken and has no more power at the blade tip when the power is on. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the tube extension is missing a section .125 inches by .250 inches at the interface with the proximal clevis. The proximal clevis is slightly dislodged from the tube extension and has one of the thin metal interface walls bent at the damage site. Electrical continuity passed, suggesting the cautery is still function. There are also various char marks on the tube extension, suggesting an arcing event occurred. The proximal clevis also has some charred bio-material adjacent to the proximal clevis charring. The charred material on the proximal clevis indicates that a tip cover accessory was not installed on the instrument when the arcing occurred. It is also possible that high generator settings contributed to the arcing. No other damage found.